Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a company representative regarding a patient receiving gablofen (500 mcg/ml) at 708 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. The patient's medical history was not known. The pump connector was old and needed to be replaced. Troubleshooting performed included "a tb syringe" and trying to aspirate the catheter access port (cap). Cerebrospinal fluid (csf) was very slow dripping, but no cause for the slow dripping csf was found. The environmental, external, or patient factor that may have led or contributed to the issue was old age. There was no failure to the device; the healthcare provider felt more comfortable replacing the catheter due to its age. The pump connector was replaced prophylactically in order to prevent future issue due to the age of the catheter. As of (B)(6) 2016, the issue was considered resolved and the patient was alive with no injury. As of (B)(6) 2016 everything seemed good so far and there was no lack of therapy noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.